Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) did not properly detect a ventricular tachycardia (vt). No further details were available at this time. A request was made for the local sales representative to obtain additional information about this patient and device. Additional information was received. The sales representative reported the patient was in vt and collapsed, and was brought to the hospital. A surface ECG showed a clear vt and external defibrillation converted the arrhythmia. The s-ICD system was explanted and replaced with a tv-ICD. Device data was submitted to technical services for review because the vt appeared to be within the programmed therapy zones and the physician wanted to know why no therapy was delivered by the device. Technical services reviewed the available device data and found a previous untreated episode from (B)(6) 2021 showing appropriate detection of a short run of vt that lasted about five seconds and self-terminated before a shock was delivered. However, there was no data to review for the event on (B)(6) 2022 as no episode was stored. No additional adverse patient effects were reported. The current location of the explanted device was not known; a request was made for the local sales representative to provide this information.